Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture. An x-ray and computed tomography (CT) scan were performed, discovering the rv lead had perforated the heart. Pericardial effusion was also noted. The physician elected to explant and replace the rv lead. The patient condition was stable.